Event description:
It was reported patient underwent an mcl repair procedure on (B)(6) 2013. During the procedure, the juggerknot was inserted into the bone but the anchors pulled out. Another juggerknot was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, manufacture date ¿ unknown.